Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the reported issue contribute to any patient adverse consequences? - was any quality deficiency or non-conformance noted with the mesh before use, during use, during post-operative examination, or during re-operation (if performed)? - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable straps were used. The securestrap clamp jams the exit of the tackers and when they come out they are not fixed to the fabric or wall where it is required, therefore the mesh is loose and it is time to pass another 25 mm clamp. There were no surgical delays reported. There were no patient consequences reported. Additional information was requested.